Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of a difficult catheter insertion was confirmed, but the root cause could not be determined. The product returned for evaluation was one 22g powerglide pro device. A gross visual inspection of the returned unit found that the catheter tubing and guidewire were curved. Microscopic inspection of the catheter tip found buckling and deformation of the tip edge, suggesting that the catheter was inserted against resistance. Inspection of the guidewire found that guidewire was still intact and had not unraveled. However, misaligned guidewire coils were observed throughout the flexible portion of the wire. Based on the available evidence, insertion against resistance was confirmed to occur. However, the features did not provide enough evidence to conclusively determine a root cause. Therefore, the root cause remains unknown.

Event description:
It was reported a catheter with an extended guidewire had become lodged in subcutaneous tissue in a patient but was successfully removed in its entirety. Additional information received: the guidewire the catheter was in one piece, so it was removed completely. (B)(6) 2025: it was found during an investigation misaligned guidewire coils were observed throughout the flexible portion of the wire.